Manufacturer narrative:
Evaluation codes: results: as received, the octrode lead was complete. Microscopic inspection of the lead body revealed a lead breakage with all internal wires broken. The lead breakage was consistent with overstress the lead was subjected while implanted. When a lab swift-lock anchor was aligned to the cam impression, the fracture corresponded to the distal end of the swift-lock anchor. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported surgical intervention was undertaken to explant and replace the pt's (B)(6) lead due to a fracture. Intraoperative testing of the device found invalid impedance measurements and upon extraction visual analysis confirmed a break in the lead above the anchor fixation site.